Manufacturer narrative:
This report is submitted may 1, 2017, (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to skin overgrowth at the abutment site, and subsequently developed an infection at the implant site. The infection was treated with oral antibiotics (date and duration not reported) and has since resolved. The implanted device remains insitu.